Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Patient code (B)(6) captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.

Event description:
Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) one month earlier. Boston scientific technical services (ts) was contacted and recommended the device be explanted as it was outside of the 30 day change out window recommendation. Subsequently the s-ICD was explanted and replaced almost two weeks later. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery showed 27 percent remaining battery life, however approximately three months earlier the device had shown 41 percent battery remaining. The device data was reviewed by engineering and found the battery to be depleting normally and the change in battery status was caused by the change from using estimated longevity to actual longevity. The s-ICD remains in service and no adverse patient effects were reported.